Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that when attempting to "deliver a bolus by putting in the bg, the pump sometimes gives her a hard time delivering." There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because an issue with the pump not performing as intended with regard to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06-may-2019 with the following findings: review of the pump settings show insulin to carbohydrate ratio set to 1unit:6 gram. Insulin sensitivity factor was set to 1unit:50 mg/dl. Using the patient's settings, investigation performed ez-carb bolus for 60 carbohydrates at target blood glucose level. The pump correctly calculated a 10-unit bolus. An ez-bg bolus using the patient's settings for 50 mg above target was performed and he pump calculated a 1 unit bolus. Investigation did not duplicate the complaint.